Event description:
The video system center was returned as part of the asset return process. During routine inspection of the device by olympus, it was observed the device would not display an image. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus and an evaluated is anticipated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the facts obtained from the investigation, it was presumed that the no image occurred due to a print board failure. In addition, it was believed that stress factors such as heat or humidity affected the circuit board, leading to its failure. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.